Event description:
Reporter stated that a piece of the softclix lancet remained in the patient's finger after use. The fragment was reportedly removed by a physician. Reporter noted that this has happened to patient on several occasions. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.